Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02544 and 02634).

Event description:
It was reported patient underwent an elbow arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2013, due to loosening of the ulna bearing. It was noted during procedure there was ulnar wear and metallosis was present.

Manufacturer narrative:
Examination of returned device was inconclusive.